Event description:
Add'l info received 11/5/99: according to the nurse, the system was running well when suddenly the air alarm activated - the tubing filled with air. All connections were noted to be secure. After three attempts at troubleshooting, the system was taken down - a hole in the pump segment was noted. No adverse outcomes to the pt or the nurse are reported. Rptr has no documentation regarding other tubing sets in this lot (#470) which are reported to have ruptured. Likewise, there is no data to support any further statements about this incident. The tubing was not examined by anyone to validate the problem or to detect any other potential problems. Continuous veno-venous hemofiltration (cvvh) is a renal replacement therapy used in the critically ill population. It involves a blood pump, several infusion pumps and tubing. The blood pump used at hosp is the baxter bm11 and the upgraded bm11a. 7/92: cvvh program implemented in one of the general surgical ICU's, followed over the next several years by eight (8) other ICU's. The cvvh tubing was originally designed to be gravity driven on the ultrafiltrate (uf) (or effluent or outflow) side. Regulating the amount of uf was very difficult. Hosp decided to automate the system as much as possible to make it easier for staff. Achieving this goal involved a cumbersome process of cutting and pasting. Staff continually asked for an easier system. During the years between 1992 and 1995 hosp communicated frequently with the renal div of baxter, asking for help in making the system more user friendly, without success. 3/98: it was discovered that haemotronic, inc. Mfg bm11 blood tubing for baxter. They were unaware of any of the desires hosp had relative to making the system easier. Over the next several months, rep from hosp worked with haemotronic. An accessory kit that would allow the staff to assemble the system without having to cut anything or use extraneous products was the result of this work. Haemotronic further assisted with customization of system by decreasing the length of the ultrafiltrate tubing and providing extension tubing for the blood lines. As a result of this work and projected cost savings, it was decided to purchase bm11 tubing directly from haemotronic, inc. (As of 8/98). 10/98: report of tubing rupture: air was noted to be leaking into the cvvh system on the arterial side". Examination by three (3) people validated a longitudinal slit in the pump segment. The day after this incident, all blood tubing sets of lot # 260 were removed from inventory and replaced. Haemotronic was notified. Reps from the co also examined the tubing. Biomedical engineering conducted tests on several other tubing sets of the lot in question and was able to reproduce the problem. Engineers at haemotronic were also able to reproduce the problem and in a memo dated 12/14/98 from vice president, haemotronic, inc hosp was notified that the pump segment had been redesigned. The next paragraph corrects the first section under "july 15, 99" which reports two more incidents of cracking. 6/99 - 7/99: five (5) reports of tubing rupture. Of those 5, three had no supporting data: no tubing to examine, no lot #, no info on length of time the system had been running. One had tubing but examination by two (2) people revealed no rupture. The fifth is the incident that prompted the medwatch report (7/13/99). The lot # was identified and the tubing was saved but not examined. Discussion with the national sales mgr for nextron revealed the following: there were two other complaints on individual lines - not lots - and they were not tubing ruptures. The only documented "bad lot" was #260 from last fall. The change from haemotronic, inc to nextron medcial technology occurred early in 1999 and had nothing to do with tubing modifications. Nextron has replaced the pvc MFR to achieve a higher grade, better quality pvc tubing. Also, extrusion is now done at their production facility to improve both the qa and qc of the mfg process. The next paragraph (of the document "history of haemotronic cvvh tubing incidents") details a conversation between a rep from the hosp biomedical engineering dept and a member of the technical support group from baxter. The hosp rep was told that the tubing recommended is medisystems (which is the other tubing MFR for the bm 11) because of the length of time it held up (75 hrs versus 24 hrs for the nextron tubing). Attempts to speak with this person from the technical support group to obtain written verification were unsuccessful. In a conversation with one of the baxter techs), rptr was told that the tech support group does not test tubing, nor do they make recommendations regarding one tubing over another. Their primary role is confined to the mechanical issues related to the blood pumps. In further discussion with both medisystems and baxter, hosp discoveres that medisystems has not stress tested their tubing to any statistical significance. Hosp has no documentation that the "stability" of the nextron tubing is in jeopardy after 24 hrs. A recent report (10/8/99) of the nextron tubing indicates that the pump segment was stressed under a rotative pump and can run without defects for 50 (+/- 2) hrs at a continuous speed of 250 ml/min. Nextron is a co that has been extremely responsive and creative in meeting the needs of the hosp's cvvh program. Hosp plans to continue to work with nextron and purchase its products.